Manufacturer narrative:
This report is submitted 03 december 2019. - attachment: [155799 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
It was reported that the patient's device was electively explanted (date not reported). Re-implantation is planned but has not taken place as of the date of this report.